Event description:
There was a surgical delay of less than 30 minutes.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The tha surgery was performed to implant tri-lock system to the patient¿s hip joint, and the surgery was finished without any problem on (B)(6) 2018. After the surgery, the surgeon checked the condition of the hip joint under x-ray and found that the cup was backout, so that the surgeon decided to perform the surgery again. The surgeon commented that the surgeon measured the dimension wrongly. The re surgery was completed although the patient was being anesthetized again after awaking once from anesthesia. No further information was provided by the hospital.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.